Event description:
New information received notes the right ventricular (rv) lead and atrial lead presented with clavicular crush. The leads were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-36450. It was reported a patient presented in clinic with lightheadedness. The atrial lead had oversensing noise with inappropriate automatic mode switch (ams) and a high capture threshold. The right ventricular (rv) lead had oversensing noise with pacing inhibition. Programming changes were made to restore normal parameters, after which the patient was stable. The leads were later explanted and replaced in a procedure on (B)(6) 2023.

Manufacturer narrative:
The reported events of noise and clavicle crush were confirmed. As received, a complete lead was returned in four pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. Further analysis found clavicle crush damaging the inner and outer insulations and fracturing all the outer coil filars distal to the suture sleeve tie impression. Both the external insulation abrasion exposing the outer coil and the clavicle crush fracturing all the outer coil filars could have contributed to the reported event of noise.